Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Also oversensing due to emi (electromagnetic interference)/noise was observed. Concomitant medical product: model: ddbb2d1, ICD; implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead exhibited oversensing noise, electromagnetic interference (emi) and the physician suspected a lead failure. The noise was replicated with in-office testing and arm movements. The lead was reprogrammed "off" and currently remains implanted. No patient complications have been reported as a result of this event.